Event description:
It was reported that during a prostate procedure @ 56,056 joules of use, the fiber cap detached inside the patient. The fiber cap was not retrieved. The laser went into standby mode twice, each time the doctor checked and cleaned the fiber and continued. The procedure was completed with a second fiber @ 187,387 joules. There was "no injury to patient" reported.